Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the scope cable was plug in, it works right away but then the image gets grainy and pixilated. The issue was found during an unspecified procedure. There were no reports of patient harm.